Event description:
Customer received low glucose results for an unk number of pts. He said glucose results did not match with the clinical picture of the pts and results did not correlate to measurement from another system of 3rd party device. Customer supplied results for one sample, initial result 1, repeated three times gave 11-12 each time (no units of measure provided). According to customer, the average number of samples run per day on this analyzer is approx 60 and samples are arterial, dialysate and intravenous samples. No info was provided to determine if any adverse events occurred. The samples are in a siemens syringe with balanced heparin and the instrument is in the ICU. Customer discovered two parts of the analyzer were clogged. The "blue silicone t-connection" in the sd cartridge (to the mss chamber) and also the spring-loaded outlet from the mss chamber were clogged. (According to the customer, the blood samples that the customer is testing sometimes have a high amount of fat that clogs the tubings). If add'l info is received, appropriate notification will be provided.